Event description:
It was reported that during a low anterior resection procedure, the surgeon fired the device and no staples were deployed. A new device was used to complete the procedure. No patient impact reported. No other details were available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what color cartridge (white/blue/green) was used (tx only)? Blue. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? No staples deployed.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Upon review of additional information, it was concluded that this event is a duplicate of report # 3005075853-2012-00198 and is being voided from our database.